Event description:
The customer reported that a piece of tubing in the kit was cracked. There was spray. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A f/u report will be submitted when the investigation has been completed.